Event description:
In this event it is reported that 18 eddy tips had broken. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The claimed lot was investigated with case-(B)(4). DHR without fault. In addition, two requests for product and update have been made and documented. No product was returned for investigation. Vdw was updated that no injury has occured. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
Additional information received: the investigation was reopened, as against previous information a product (one eddy tip) has been made available for investigation without further notice. Customer communication regarding product return and reply. On (B)(6) 2025 (B)(6): internal investigation of returned product completed. Visual inspection: the tip of the active part is missing. Measuring: approx. 5,11 mm of the eddy tip is missing, the remaining active part is measuring approx. 22,89 mm (measured with measuring gauge mitutoyo pm # (B)(4) valid till 5/2026). Injection tool cavity is #4; see attached photo. The remaining active part is melted at the tip (broken tip due to thermal effect). Results of product investigation leads to probability of user misuse. No unused product was received for investigation. DHR review was previously performed (no DHR issue was detected ¿ see attachment to case). The final root cause cannot be determined. Correlation between adverse event and the involved medical devices: the important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.